Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition: pressure sensors failure occurrence. Patient involvement unknown.

Manufacturer narrative:
Patient/user involvement: no patient involvement.

Event description:
The customer reported a vent inop condition: pressure sensors failure occurrence. There was no patient involvement.